Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in suspected peritonitis. The cause of the breach in aseptic technique was further described as sometimes the patient ¿didn¿t use masks and gloves¿ while performing pd therapy. The patient reported having a ¿tummy infection¿ but was unsure if it was peritonitis. The patient was hospitalized for the suspected peritonitis for one week. No further detail was provided regarding treatment, the patient¿s outcome, or whether pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
It was reported ¿the patient is okay now¿. Previously reported as no further detail was provided regarding the patient¿s outcome. Should additional relevant information become available, a supplemental report will be submitted.